Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) lead exhibited diminshed pacing impedance and r-wave values associated with 'noisy' electrograms, oversensing and the delivery of inappropriate shocks.